Event description:
Covidien received info stating that an 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the air flow sensor. The unit passed extended self testing. (B)(4).